Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually and electrically. The visual inspection showed multiple signs of wear at the lead body. The insulation was damaged due to fraying, especially in the distal area. This damage is with high probability the cause of the clinical complaint. The position and characteristics of the fraying lead to the assumption of strong mechanical stress of the lead in the area of the tricuspid valve. Significant lead movement should be considered as the cause. In addition, the examination found a severely twisted inner conductor helix, which is the result of over-rotation during the unscrewing of the fixation. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
It was reported, that after approx. 44 months the lead showed oversensing. The lead was explanted.